Event description:
It was reported via a trial that post stenting during the index procedure a dissection occurred. The target lesion was located in the 1st diagonal with 90% stenosis, length of 14 mm, and reference vessel diameter of 2.50 mm treated with pre-dilatation and placement of a 2.50 x 18 mm promus stent resulting in a dissection proximal to the target lesion. The dissection was treated with placement of a 2.50 x 18 mm study stent. Following post-dilatation residual stenosis was 0%. The subject was discharged on (B)(6) 2009, on aspirin and clopidogrel. No additional information was provided. (B)(4).

Event description:
Subsequent to the initial medwatch, additional information was received stating that the prolonged hospitalization was due to regulating diabetic medications and not related to the stenting procedure.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).